Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on the posterior side assessed as unidentified (tear) opening (shell thickness within specification). No other additional observation. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.